Event description:
The information received from the (B)(4) study indicated that the patient was admitted asymptomatic with an 80% stenosis in the distal rca. A 6fr cordis sheath introducer of unknown catalog number was used. The type b1 lesion was de novo, 14mm long, with moderate tortuosity, irregular contour, concentric, > 45°and < 90° angulation, not calcified and not tortuous. The lesion was not pre-dilated. A 3.0 x 23mm cypher select plus stents was deployed at 14 atm. The stent was not post-dilated. The patient was discharged asymptomatic two days later. The patient was asymptomatic during the 1 month follow up. Approximately 1 month and five days after the index procedure, the patient developed an abscess on the right groin. There was an abscess of the right upper leg with surgical wound care. The surgeon of the abcess indicated that it is probable that the procedure of the coronary angiography is the reason for the abscess. The patient was discharged on the 3rd day.

Manufacturer narrative:
The product catalog and lot number are unknown. The catalog number represents and unknown catheter sheath introducer. This patient in the (B)(4) study experienced "abscess of right upper leg with surgical wound care" approximately 1 month after uncomplicated deployment of a cypher stent in the rca. There was no history of peripheral vascular disease noted; however, the patient did have diabetes. During the procedure, a 6fr cordis sheath was used (specifics unknown). The reporter stated that "the surgeon of the abscess told me, the abscess was located in the right groin. It is probable that the procedure of the coronary angiography is the reason for the abscess". The sheath could not be returned for evaluation; it was discarded long before the event occurred. A review of the manufacturing records could not be done without a lot number. Infection is a potential complication of all invasive procedures and the cordis sheath introducer system IFU lists this, as such. After review of the limited clinical information available, it is not known if a relationship exists between the cordis sheath and the patient's infection or what factors may have contributed to the event; however, people with diabetes are known to have delayed healing and are at increased risk for infection. No actions will be taken at this time.